Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The surgery was completed after replacing the entire pak with another one. The involved eye and the patient identifier are not available. There's no patient harm. This product was used 3 times, including this surgery. Our field service (fs) and sales rep went to check, but there was no error on the console and suspected the pak was the cause. Also, as the pak had not been single-use, we requested that it be single-use as well. Cause investigation is requested. A turbid fluidics management system (fms) in a tray was visually inspected. Surgical residue was observed in the irrigation manifold and drain bag in the returned condition. The product was tested using a console. The product could be recognized by the console. The product primed and tuned with the handpiece and a 0.9 millimeter aspiration bypass system (abs) tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. No system message code displayed on console screen. Surgical reside in the cassette generated clattering noise from the pump; however, the product functioned within specification. Cassette max vacuum and aspiration flow rate, and irrigation flow rate were measured and met specifications. No problem was found with the returned cassette fluidics. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the returned product met specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all alcon products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a "clattering" sound was heard came from the pump part during aspiration phase of cataract surgery (with intraocular lenses implant). The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).